Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient had a broken/bent/loose connector pin. The patient said he cannot plug the connector pin anymore, it will not line up. The patient says he has no more charge in his implant. An out of box failure was not reported. No medical or therapy problem related or associated with small part component. No patient symptoms or complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger analysis of the (B)(4) desktop charger sn# (B)(4) found evidence of broken connector pins: fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761, (B)(4), product type: recharger. Analysis of the 37761 desktop charger (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.